Event description:
Patient presented to the physician with neck pain and right sided ear infection post-implant procedure. At the time the physician did not attribute the ear infection or neck pain to inspire. Patient presented to an alternative provider with continued neck issues. Physician believes the c-spine was injured during the implant procedure due to the patient¿s neck extension and surgical intervention from neurosurgery is pending to resolve the issue.